Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "bottom part" of a prismaflex st100 set was damaged and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph and a companion sample were provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed on the companion at 2 bar pressure, and no leaks were noted. Loading, pre-prime and priming testing were conducted with no anomalies detected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.